Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was set to the wrong cal code. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began on (B)(6) 2016 at 03:45. The patient manages her diabetes by self- adjusting her insulin doses and stated that on (B)(6) 2016 she skipped her doses of lantus and novolog insulin. The patient reported that "minutes before" the alleged issue occurred, she had developed "seizure symptoms" and that on (B)(6) 2016 at 07:45 she visited an emergency room (ER), where she had her blood glucose taken on an ER meter which gave a result of 50mg/dl and she was treated with IV glucose. During troubleshooting the cca noted that when the patient was walked through changing the code, the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event and subsequently received medical intervention from a healthcare professional. It cannot be confirmed that the calcode issue did not cause inaccurate results prior to the symptoms developing therefore the meter may have caused or contributed to the event.